Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flowmeter. During evaluation, it was confirmed that the device has low flow and alert 41 was present. Flowmeter was replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alert 41 (low internal flow). Per wo notes, it was determined that the device had a failed flowmeter. Circulation pump command (cpc) was 48 percentage, inlet pressure (ip) was -7.0, flow rate (fr) was 0.0.

Event description:
It was reported that the arctic sun device displayed alert 41 (low internal flow). Per wo notes, it was determined that the device had a failed flowmeter. Circulation pump command (cpc) was 48 percentage, inlet pressure (ip) was -7.0, flow rate (fr) was 0.0.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.